Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient and release criteria was checked. While checking release criteria the patient became bradycardic and hypotensive. The physician investigated the cause and fluoroscopy showed that there was an air embolism in the left ventricle of the patient. The patient was given medication and oxygen and the air and patient symptoms all resolved. The patient fully recovered from these events and is doing fine. The procedure was completed and the closure device was successfully implanted in the laa of the patient.